Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay performed within specifications. Claims calculations confirmed that the observed results were within the variability outlined in the instructions for use (IFU) in the event of true low-level viremia. The root cause of the unexpected low positive results was attributed to the customer workflow. Specifically, the use of grenier edta k3 tubes, lack of transfer into secondary tubes, and delayed testing were identified as potential contributors to proviral dna amplification. The customer was advised to implement a continuous workflow by transferring samples into secondary tubes immediately after centrifugation to mitigate the risk of proviral dna amplification. The customer is reviewing their workflow to address these recommendations.

Event description:
The initial reporter alleged unexpected low positive results for three patient samples tested with the kit cobas 6800/8800 hiv 96t ivd on the cobas 6800 analyzer. The results were expected to be negative as the patients were on treatment. For patient 1, blood was drawn on (B)(6) 2021. Testing on (B)(6) 2021 yielded a result of 71.4 cp/ml. A subsequent test on (B)(6) 2021 yielded a result of tnd (target not detected). For patient 2, blood was drawn on (B)(6) 2021. Testing on (B)(6) 2021 yielded a result of 57.6 cp/ml. A subsequent test on (B)(6) 2021 yielded a result of tnd. For patient 3, blood was drawn on (B)(6) 2021. Testing on (B)(6) 2021 yielded a result of 55.4 cp/ml. A subsequent test on (B)(6) 2021 yielded a result of tnd. The customer workflow involves collecting samples in grenier edta k3 tubes, centrifuging at 3000 g for 10 minutes, and running tests only a few days per week without transferring samples into secondary tubes.